Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances with the left lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported "impedance" issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as there were no reported falls, trauma, or accidents prior to the reported event.